Event description:
Clinical study. Same pt as 6000089-2007-00017, 6000093-2007-00028. It was reported that 16 months after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was treated with a staged procedure. Lesion 1 was a 3.0mm, 98% stenosed, 6mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 3.00x12mm study stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Two weeks later, the pt underwent the second procedure. Lesion 1 was a 2.75 mm, 80% stenosed, 16mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 3.00x20mm study stent. Lesion 2 was a 2.5mm, 80% stenosed, 16mm long portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 2.50x24mm study stent. The pt was discharged the next day on plavix and aspirin. Sixteen months after the initial procedure, the pt expired. There was an autopsy the results of which are unk. In the opinion of the physician, the cause of death was sepsis and it is unk if the target vessel was involved.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.